Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of patient (pt) made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and touch contamination occurred, which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event. Treatment was not reported. The patient was reported to be recovering and has been re-trained.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique. The product code is unknown. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.